Event description:
The tech reported the nurse call was not functioning on the bed. The bed was located at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The tech investigated and found the nurse call was not activated on the bed. The cause is unk but most likely due to user error. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech enabled the nurse call function to resolve the issue. Based on this info, no further action is required.